Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: complete device returned. Grasping hook on introducer is straightened. Filter returned inside a very small non cook tube, but after removal the filter appeared nice and symmetric. The approx. 3.5 cm of the sheath tip incl. The radiopaque band, which was cut off by the physician, is not returned, but the missing radiopaque band may have contributed to the reported difficulties in positioning the device in the third attempt. The straightened grasping hook may be a consequence of manipulation during attempts to reposition the introducer. Based on findings and information provided manipulation and the missing sheath tip may have caused the filter to "release on its own" in third attempt. The grasping hook was found straightened when investigated. It is however considered highly unlikely that the product was shipped from (B)(4) with defective grasping hook. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter tilted greatly at the first attempt of releasing the filter, so the sheath was advanced over the exposed filter to adjust the position. During this action, blood clots possibly attached to the filter because the filter did not expand at the second attempt. The physician attempted to remove the delivery system outside the patient to remove the blood clots from the filter, but the sheath would not be able to advance over the filter. The delivery system was withdrawn near the body surface with caution not to damage the vessel, and the outer sheath was cut off at 3.5 cm from the tip, then the filter legs were closed by the physician to be removed safely from the patient. After cleaning off the blood clots outside the patient, filter placement was retried with the outer sheath without 3.5 cm of its tip. However because positioning was still difficult as the filter expanded not at a desired angle, the sheath was advanced over the filter twice. At the third attempt of repositioning, the filter was released on its own before manipulating the delivery system for final deployment. Since the filter was placed not in the desired position, it was retrieved with a retrieval snare. Another device was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.